Manufacturer narrative:
Patient identifier: patient information cannot be provided due to canada privacy regulations. Device evaluated by MFR: medtronic conducted an investigation based upon all information received. It was reported that, during the transport of a patient on this 980 ventilator, the oxygen cylinder ran low on oxygen (600 psi-pounds per square inch, with no air supply connected). The ventilator started alarming. A ¿fuller tank¿ was connected to the ventilator (psi unknown), but the ventilator continued to generate multiple alarms. The device was available for evaluation. Service personnel (sp) inspected the ventilator and review of the ventilator memory logs confirmed that the unit experienced a loss of ventilation at the time of the reported event. The ventilator passed all tests and calibrations per manufacturer specifications at the time of service. The investigation could not determine a cause of the event the manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the transport of a patient on this 980 ventilator, the oxygen cylinder ran low on oxygen (600 psi-pounds per square inch, with no air supply connected). The ventilator started alarming. A ¿fuller tank¿ was connected to the ventilator (psi unknown), but the ventilator continued to generate multiple alarms. The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator with no injury.

Manufacturer narrative:
H3 device evaluation summary: updated details medtronic conducted an investigation based upon all information received. It was reported that, during the transport of a patient on this 980 ventilator, the oxygen cylinder ran low on oxygen (600 psi-pounds per square inch, with no air supply connected). The ventilator started alarming. A ¿fuller tank¿ was connected to the ventilator (psi unknown), but the ventilator continued to generate multiple alarms. The device was available for evaluation. Service personnel (sp) inspected the ventilator and review of the ventilator memory logs confirmed that the unit experienced a loss of ventilation at the time of the reported event. It was found the unit was disconnected from wall air supply and was used in battery power. During transportation when the oxygen supply (tank) was changed while no air supply was being connected, the unit had a safety value open (svo) condition and a loss of ventilation at this time of the event. While a no gas (air and oxygen) alarm is expected under such condition, the cause for the device alert generated while reconnecting the oxygen supply is unknown. The sp ran the extended self test (est) and returned the unit to normal use. The unit passed all tests and calibrations as per manufacturer specifications at the time of service. While investigation determines an user error as it is not recommended to use the ventilator with single gas source (as per pb980 operator manual section 1.3.9 ¿warnings regarding gas sources¿) , the cause to the device alert generated could not be established. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.